Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during on-site product evaluation by a baxter technician. The assignable cause was assigned to depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted. Corrected data: the user interface module software version is 6.63.92.

Event description:
The facility originally reported a damaged battery alarm to baxter (B)(4). During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.